Event description:
The patient was scheduled for surgery on (B)(6) 2014 to move the battery due to still having concerns regarding the device/therapy. The location of the battery was placed adjacent to the rib cage and caused pain. It was further clarified that the battery was moved on (B)(6) 2014. The patient recovered without permanent impairment.

Event description:
It was reported the patient was going to have their stimulator relocated. It was noted the stimulator had come up to the patient¿s skin and rubbed on the incision. It was reported the patient had less than fifty percent symptom reduction. It was noted the patient had not had surgery yet. It was reported the symptoms were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event.

Event description:
Additional information received from the consumer reported when the device was implanted the doctor put a layer of fat between the I mplantable neurostimulator (ins) and the skin, but the fat moved so the battery came to the skin so they had to have the ins moved.

Event description:
Additional information was reported. Patient reported their full explant took place on (B)(6) 2015.